Manufacturer narrative:
The device was subsequently explanted for normal battery depletion and was returned for routine testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product issue will be updated if additional information is received.

Event description:
--

Manufacturer narrative:
This caller was contacted to check for any stored events. A review of the therapy history was unremarkable for any events and normal device function was confirmed. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this patient had experienced a syncopal event.